Event description:
The customer reported that after approximately 45 minutes of use, the device would no longer open. Tissue around the jaws was resected in order to remove the device. Another device was used to complete the procedure without incident. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.